Event description:
Md was using a powered 60 stapler. He had used 5 cartridges. He went to fire the stapler again and it would not fire. I replaced the stapler and sequestered the first stapler with all packaging.